Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an in office device check, the patient's lead had a high threshold of 3.5 v at 1.0 ms. It was further noted that the lead had previously been programmed to 5.5 v at 1.0 ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.